Manufacturer narrative:
No conclusion code available. The anomaly observed in the field was confirmed in the laboratory. Upon receipt, communication could not be established between the device and the programmer due to battery depletion. During the analysis, the device behaved normally and the power consumption of the device was measured and found to be normal. The battery depletion was traced to an electrical short in the battery.

Event description:
During follow-up, the device was unable to be interrogated. Loss of pacing and premature battery depletion were suspected on the device. The device was explanted and replaced and the patient was stable.